Event description:
It was reported that patient underwent initial surgery on (B)(6), 2012 with custom made implants. The patient then developed an infection and the implants were removed, resterilized and reimplanted on (B)(6), 2012. This was contrary to the advice provided by biomet australia to the hospital.

Manufacturer narrative:
Explant date - device was explanted (B)(6), 2012 then re-implanted. The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effect: #5) infection can lead to the failure of the joint replacement. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00641).